Event description:
A nurse reported to baxter (B)(4) that she had difficulties connecting the transfer set to a plastic catheter adapter (non baxter catheter adapter). There was patient involvement but no patient injury or medical intervention was reported along with this complaint

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The cause of the connection issue was not determined during complaint sample evaluation. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally hand tightened a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The complaint was confirmed in the lab for connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.